Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was getting a low free space message. Analysis of the system log file confirmed that there was malfunction with the frontal ip-pc (image processing pc). During troubleshooting, the fse found that the image disk was full and recreated image storage for both frontal and lateral. The fse replaced the host pc to resolve the recurring issue. The part analysis confirmed the malfunction of the host pc. Following the replacement of the host-pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was getting a low free space/patients deleted message, which could affect imaging. The system was in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.